Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. The patient was regularly screened with a CT scan and showed aneurysm regression over the first few years post initial implant. Approximately four (4) years post initial implant on follow up CT it was noted that the infrarenal proximal extension had migrated (unknown distance) down from the renal area but aneurysm showed no growth. No intervention was performed however. Approximately seven (7) years post initial implant upon a follow-up CT scan the proximal extension had migrated (unknown distance)downward much further and the aneurysm had grown (unknown size) and now extended up to the renal arteries not leaving a suitable area for additional cuff placement. The patient was having some complaints of abdominal & back pain with rapid noted growth (unknown size) of the aneurysm. The physician decided to perform aneurysm repair and afx explant. The patient is reported to be currently doing well. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device codes - 1354 removed, correction.